Manufacturer narrative:
(B)(4).

Event description:
It was reported that the observed pacing rate was always greater than the programmed base rate. The time of beginning of the issue coincides with the latest device reprogramming. Patient had av node ablation procedure around that time. Patient will be called in for further evaluation.